Event description:
It was reported that the patient experienced a syncopal episode. The pulse generator exhibited premature end of life. The device was explanted and replaced on (B)(6) 2012.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found the pulse generator to exhibit premature battery depletion which was caused by an intermittent high current drain. The ic manufacturer was unable to reproduce the intermittent high current drain condition at ic level. The root cause for high current drain could not be determined.